Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: entire population was female. Date of event: unknown, not provided. If implanted, give date: unknown/not provided. If explanted, give date: unknown/not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Other: a failure analysis of the complaint device cannot be completed as product was not returned. Also, because we do not have specific product identifiers device history record and trending cannot be performed. If there is any further relevant information received a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Attempts have been made to obtain missing information; however, no definitive response has been received. Copyright © 2020 wolters kluwer health, inc. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: ahmed versus baerveldt glaucoma drainage device in uveitic glaucoma: a retrospective comparative study. A retrospective comparative study was done to compare the efficacy and safety of ahmed and baerveldt glaucoma drainage devices (gdd) in uveitic glaucoma. Out of the 70 eyes on baerveldt glaucoma implant (bgi), 21 eyes were classified as failure due to inadequate intraocular pressure control in (n=8), reoperation to lower iop (n=3), persistent hypotony (n=7), tube explantation (n=2) and loss of light perception (n=1). The mean baseline visual acuity in the seven eyes with hypotony in the bgi group also worsened from 0.83±0.7 to a mean visual acuity of 1.15±0.66 (n=7) at the last follow up recorded which required undergoing keratoplasty. Early postoperative complications reported in the study included: choroidal effusion (n=8) ¿ 3 patients underwent choroidal drainage fibrin membrane/ severe iritis (n=4) flat anterior chamber (n=2) ¿ treated with anterior chamber reformation transient diplopia (n=1). Late post op-operative complications reported in the study included: tube cornea touch (n=5) ¿ 4 eyes treated with tube repositioning and 1 eye underwent tube explantation; 2 patients subsequently underwent corneal transplantation tube obstruction (n=2) hypopyon and delayed endophthalmitis (n=1) - managed with intravitreal antibiotics and core vitrectomy with tube explantation. Additional complications reported in the study included: hyphema (n=3), corneal decompensation (n=4), motility disorder (n=1), choroidal hemorrhage (n=1), tube exposure (n=3) ¿ treated with tube revision, tube retraction (n=2) ¿ 1 eye treated with tube revision, severe corneal decompensation (n=4) ¿ underwent corneal transplantation. Further interventions reported in the study included two patients with bgi undergoing a second shunt implantation (n=2), diode cyclophotocoagulation (n=1), yag membranotomy (n=2), and pupillary membrane removal (n=2). This report captures suspect product baerveldt shunt bg103-250. Another MDR is being submitted to capture the other suspect product which is baerveldt shunt, incomplete model 350.